Manufacturer narrative:
(B)(4).

Event description:
It was reported on 12oct2022 during use on the patient, the emergency department (ed) provider inserted the wire, and the wire bent during insertion. After the wire was removed, it was noticed that it was "decoiled". No patient injury, consequence, or medical intervention was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual inspection of the guide wire revealed it was unraveled from the proximal end and contained various kinks in the body. The exposed core wire tip was tapered and discolored at the point of separation. Microscopic examination confirmed the guide wire unraveled adjacent to the proximal weld. Both welds were present and appeared full and spherical. The major kinks in guide wire measured at 412mm and 420mm from the distal end. The broken core wire length measured 603mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.810mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the guide wire passed through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18 ga introducer needle with no resistance. A manual tug test confirmed the distal weld was intact on the guide wire. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 12oct2022 during use on the patient, the emergency department (ed) provider inserted the wire, and the wire bent during insertion. After the wire was removed, it was noticed that it was "decoiled". No patient injury, consequence, or medical intervention was reported. The current patient's condition was reported as fine.